Manufacturer narrative:
Device evaluation details: it was confirmed that the issue was resolved by replacing the faulty backplane card with another one that was delivered to the customer. The issue was resolved. The system is ready for use. Replaced backplane was sent to the device manufacturer for investigation and repair. The customer complaint "during ablation they lost the ECG " was confirmed. Visual inspection of the device found bent pins at bp connectors j27; j28; j32; j33. Replacing connectors j27; j28; j32; j33 solved the issue. The history of customer complaints reported during the last year associated with carto 3 system # 11646 was reviewed. There are 2 additional complaints related to lost signals were reported during the last year. A manufacturing record evaluation was performed for the carto 3 system # 11646, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a signal loss occurred. It was reported that during ablation they lost the ECG signal without any error message. Then suddenly the lost all the signal on the carto® 3 system and in the ep recording system. They lost ECG signal and intra cardiac signal. They changed the ECG cable but the error persisted. They disconnected all the cable except the ECG cable and patch unit and connected all of them one by one. They changed the body surface (bs) ECG vizigo cable. The case was on going. No patient consequences known at the moment. 15 minutes delay. On 15-mar-2023, additional information was received indicating signal loss occurred while the catheter was inside the patient body. The physician did not have another monitor available to monitor the patients heart rhythm. This event was originally considered non-reportable, however, bwi became aware of a reportable information on 15-mar-2023 and reassessed it as MDR reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).